Event description:
The customer reported that although the fetal heart rate was displayed, the fetal monitor was not recording the fetal heart rate for more than 1 hour. There was not allegation of injury to the fetus.